Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the pump touch screen was cracked. The reason for the cracked screen was unknown. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.